Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fil lestimate was inaccurate after loading a new cartridge with insulin. There was no impact to the customer's blood glucose level.